Event description:
(B)(4). Since essure placement (roughly 4-6 weeks after): very sharp, stabbing pains in right pelvis area (worse right before period) - this occurs when getting up from sitting position, when I straighten up after bending over, rolling over in bed, etc. Intense pain in right lower back/hip area, swollen areas in groin (one on each side), libido has completely disappeared, fatigue, heavy periods/painful cramps.

Event description:
(B)(4). I had a full hysterectomy/bilateral salpingectomy on (B)(6) 2015. Everything was removed except for my ovaries. After a lifetime of zero gynecological issues, they found multiple fibroids in my uterus and a cyst on one tube, a cyst on my cervix. Since the day after my surgery, just about all of my essure symptoms have gone away. I have zero pain, the chronic fatigue and brain fog are gone. I feel amazing. To me the fact that all of these symptoms started immediately after essure implantation and stopped immediately after removal truly show that essure was the cause of all of my problems (and for the record, the coils were intact and had correct placement still).

Event description:
#Medwatcher #followup1 #fdamw5042695 #(B)(4). I was implanted with a medical device implant called essure on (insert date). (B)(4). This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started approximately one month after implantation ((B)(6) 2013) I will be seeing a doctor in 2 weeks for testing to see if the implants have moved/perforated, and for possibly removal (hysterectomy) the device is still inside of me.